Event description:
A nurse reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The lens was exchanged for another model. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split/cracked into two pieces (cut) returned stuck together. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/30/2009, 05/04/2009, and 05/12/2009 by phone, fax, and mail. A completed questionnaire has not been received.